Manufacturer narrative:
(B)(4). The sample was received and an evaluation of the device was performed. Visual inspection was performed and small holes in the foil overpouch were observed. The holes were determined to have resulted in the reported issue of dry iodine as the holes allowed air into the packaging. Since the foil overpouch is supplied to baxter, the cause of the small holes were determined to be caused by a supplier manufacturing issue. To address this issue, the external supplier was notified of this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
This is a report of a minicap in which dry iodine was observed before patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.